Manufacturer narrative:
(B)(6). The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. The customer telephone number was not provided. The access sars-cov-2 igg assay was not returned for evaluation. There were no reports of system issues at the time of the event. All assay and system verifications met specifications at the time of the event. No hardware errors or flags were reported in conjunction with the event. In conclusion, the cause of this event cannot be determined with the available information.

Event description:
On (B)(6) 2020 the customer reported negative covid igg results (access sars-cov-2 igg, part number c58961 and lot number 971196) were generated on the customer's access 2 (access 2 immunoassay analyzer, part number 81600n and serial number (B)(4)) for two patients who had positive covid igg results from an alternative platform (abbott architect). The customer did not indicate whether the results were released from the laboratory. The customer did not report a change to patient care of treatment in connection with this event. No hardware errors or issues with other assays were reported in conjunction with this event. System performance indicators such as calibration and quality control were passing within specifications at the time of the event. No issues with sample integrity were reported by the customer. Sample collection, handling and processing information such as sample type, sample volume collected, sample quality, centrifugation time and speed, storage temperature and other information was not provided by the customer.